Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination within the instrument channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 09, 2026 sampling from: instrument channel cfu: 9cfu bacterial identification: pseudomonas species, peribacillus simplex, peribacillus sp sampling date: jan 09, 2026 sampling from: suction channel cfu: 2cfu bacterial identification: peribacillus sp sampling date: jan 09, 2026 sampling from: air/water channel cfu: 1cfu bacterial identification: staphylococcus epidermidis sampling date: jan 23, 2026 sampling from: air/water channel cfu: 5cfu bacterial identification: bacillus cereus, peribacillus sp sampling date: jan 23, 2026 sampling from: air/water channel cfu: 2cfu bacterial identification: peribacillus simplex based on the results of the investigation and because the user culture results were not shared, the reported event was confirmed. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.